Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight months of post deployment, the patient presented to the hospital with shortness of breath (sob) a computed tomography (CT) chest with contrast was performed and it revealed there are numerous right-sided emboli in the first order branches and on the left in the first and second order branches. Around, nineteen days later, a computed tomography (CT) chest with contrast was performed and it revealed moderately large embolism in the right main and lower lobe pulmonary artery. Around, one year and thirteen days later, an unknown scan reported that the inferior vena cava below the filter was almost completely collapsed and the findings are most likely related to inferior vena cava thrombosis. Around, eight months and eighteen days later, a computed tomography (CT) chest, abdomen, and pelvis with contrast was performed and it revealed there was mediolateral tilting of the filter and tilt angle measures 15-degrees. One strut located at the 2 o' clock position was markedly bent. It extends 1.8cm outside the wall of the inferior vena cava and was positioned in the anterior wall of the abdominal aorta. This represents grade 3 perforation. One strut located in the 4 o'clock position was located outside the inferior vena cava with tip located in a retroperitoneal lymph node. There was a fat plane between this strut and the inferior vena cava wall, and this represents grade 2 perforation. One strut located in the 3 o'clock position was located outside the inferior vena cava with tip abutting the abdominal aorta and this represent grade 3 perforation. 1 o'clock and 5 o'clock position struts are positioned outside the inferior vena cava wall. There was a fat plane seen between these struts and the inferior vena cava wall and this represents grade 2 perforation. Seven additional struts appear positioned outside the wall of the inferior vena cava and this represents grade 1 perforation. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and material deformation. However the investigation is unconfirmed for filter tilt as it was reported " mediolateral tilting of the filter and tilt angle measures 15-degrees". Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated the vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated the vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.